Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 09/27/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On (B)(6) 2016 a non-specific issue with an enteral feeding pump was reported by the customer. Upon triage of the unit on (B)(6) 2016, service found that the unit had a burnt component.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the condition of a service finding of ¿the unit had burnt components during triaging¿. The potential root cause is the use of an unauthorized power adapter by the user. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.